Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this right atrial lead following placement in the auricula dextra, the physician reported poor sensing issues which were unresolved post several repositioning attempts. This lead was ultimately removed and replaced with another boston scientific lead of different model type. The attempted implant lead is expected to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right atrial lead following placement in the auricula dextra, the physician reported poor sensing issues which were unresolved post several repositioning attempts. This lead was ultimately removed and replaced with another boston scientific lead of different model type. The attempted implant lead was later returned for analysis. No resulting adverse patient effects were reported.